Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was performing a 3 level anterior cervical decompression and fusion (acdf) c4/5, 5/6 and 6/7 using zero p va for the first time. A convex 7mm cage and 14mm screws per level were used. The surgeon wanted to revise the 5/6 level to reposition the cage and screws because the cranial screw was in the disc space and the plate appeared to be rotated and disengaged from the cage. The surgeon had difficulty removing the screws from the plate. As a result, the cage disengaged. Surgeon was advised to remove the cage using some forceps and then recouple the cage and plate, but the cage it had good purchase in the disc space. Angled instruments were used to insert and fix the plate with longer 16mm screws. This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report 2 of 3 for complaint (B)(4). This report is for an unknown plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.